Manufacturer narrative:
This supplemental report is being submitted to provide a correction to previously submitted report. Updated fields: h4 - device mfg date corrected fields: h6 - device history record (DHR) and service history record (shr) review was inadvertently left out of the previously submitted report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the lack of image on monitor was due to dirt on lens and most probable cause of the dirt on lens could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had lacked image on monitor due to dirt on objective lens. There was no patient involvement.